Event description:
It was reported that patient presented in clinic for follow up with a device that was post paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. The device was reprogrammed.

Event description:
New information received notes that the patient presented in clinic for follow up a few days after the initial visit with post paced t wave oversensing. Further reprogramming was performed and dfts done at a later date were successful. Normal follow-up will continue.